Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
I have tracked down the details you needed. The receipt, upc and lot are in the attached. (B)(4) document. Thank you for your help. As discussed, I believe I fit this correctly...not sure why the separation of layers happened. I understand it will be mailed next tuesday and will give it another go when it arrives. Per customer complaints department spoke with this customer on the phone. He was concerned regarding the wait to receive a replacement if he were to mail his information in to us. Customer was offered the option of scanning his documentation for submitting via email. Per customer complaints requested replacement.